Event description:
It was reported that the air dermatome does not work properly. Based on additional info received by the manufacturer on 07/23/2009, the surgeon had to take an additional graft to complete the surgery.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration on the zero graft settings. However, this would not impact grafting ability. All other graft settings were in calibration. The motor was also found to be frozen and the control bar and head were damaged. Parts replaced included; ball detent, control bar, bearings, motor, head, thickness lever, poppet, and seal and retaining ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 1993. A review of service records indicate that the device has not been returned to the manufacturer for annual repair or preventative maintenance since purchased in 1993. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."